Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The nurse reported via phone call of high blood glucose readings and hospitalization. The customer's blood glucose reading was over 600 mg/dl. The customer stated that he was hospitalized due to diabetic ketoacidosis. The customer was treated with IV insulin. The nurse stated that she was having issues with downloading the history of the pump. The nurse stated that she will call back to troubleshoot.